Manufacturer narrative:
The other mitraclip (single leaflet device attachment) referenced is being filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and a cause for the reported gripper actuation issue could not be determined in this event. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed on the first mitraclip ntr to report the gripper actuation issue that was identified prior to use in the patient. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). During functional inspection of the first mitraclip ntr, it was noted that only one of the grippers would lower or respond to the gripper lever. The other gripper stayed fully raised. Troubleshooting steps were performed, but the one gripper would not actuate; therefore, it was not used in the patient. The procedure continued with two mitraclips that were implanted in the patient; one of them had a single leaflet device attachment. No additional information was provided.